Event description:
It was reported that the customer received an altitude alarm during basal delivery. The customer removed and reinstalled the cartridge. The customer's blood glucose level was elevated. Reportedly, there was a temporary delay in clearing the alarm and resuming insulin delivery.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.